Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused deep vein thrombosis (dvt). The patient subsequently reported becoming aware of blood clots, clotting and/or occlusion of the inferior vena cava (ivc), approximately fourteen years and six months post implant. According to the medical records the indication for the filter implant was a history of deep vein thrombosis (dvt) of the right leg and iliac system. The filter was implanted via the femoral vein. Using the seldinger technique a wire was advanced into the inferior vena cava (ivc). Initial attempts at passing the wire were unsuccessful due to what was likely retroperitoneal distortion of the venous system. Next, a soft floppy glide wire was used, and it advanced without difficulty. Then the filter was placed well below the renal veins and above the confluence without difficulty. A venocavogram was used to confirm placement. The filter was well positioned. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusion of the inferior vena cava or the filter does not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis (dvt) of the right leg and iliac system. The filter was implanted via the patient's femoral vein. Using the seldinger technique a wire was advanced into the inferior vena cava (ivc). Initial attempts at passing the wire were unsuccessful due to what was likely retroperitoneal distortion of the venous system. Next, a soft floppy glide wire was used and it advanced without difficulty. Then the filter was placed well below the renal veins and above the confluence without difficulty. A venocavogram was used to confirm placement. The filter was well positioned. Additional information received per the patient profile form (ppf) states that the patient experienced blood clots, clotting and/or occlusion of the inferior vena cava (ivc). The patient became aware of the reported events approximately fourteen years and six months after the index procedure.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. (B)(4). It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused deep vein thrombosis (dvt) the indication for the filter implant, full procedural details and medical history have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. This event does not represent a malfunction of the device. With the limited information provided the report of dvt could not be confirmed or further clarified, nor a relationship between the event and the device established. Ivc filters are not indicated for use in the prevention of dvt¿s. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.